Event description:
On (B)(6) 2010, patient reported the infusion set adhesive doesn't stick. Patient stated the infusion sets will only last 1-2 hours and then he has to change it. Patient reported he used IV prep wipes and allows it to dry. Patient stated he also tried to use various overlay adhesives. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion sets for evaluation.